Event description:
On (B)(6) 2011, the patient reported, the infusion set is leaking at the infusion site and at the luer connection. He noticed the leak at the infusion site when the headset adhesive became wet. The infusion site is on his back and there is no scar tissue in the area. He is unsure if insulin is leaking from his body or from the headset. The adapter has been in use for 10 days and there is no leakage at the luer when a different type of infusion set is used. He stated, the infusion set was correctly attached to the adapter and was not damaged. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.